Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The customer from (B)(6) alleged that his readings of 600 and 241 mg/dl from (B)(6) 2018 were not saved in the memory of contour ts meter. During the call, a test was performed on the meter and the reading was saved in the meter memory. It was observed that the date associated with this most recent reading was (B)(6) 2018. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to him.